Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient presented with preoperative diagnoses of advanced degenerative disc disease and disc herniations at l4-5 and l5-s1. The patient underwent the following procedures: bilateral laminectomies and foraminotomies at l4-5 and l5-s1; posterior lumbar interbody fusion after complete discectomy at l4-5 and l5-s1; use of cages in the interbody spaces at l4-5 and l5-s1; use of right morcellized iliac crest bone autograft in the interbody space at l4-5 and l5-s1, as well as rhbmp-2/acs to enhance bone fusion at l4-5 and l5-s1; posterior spinal arthrodesis at l4-5 and l5-s1; use of pedicle screw and rod system posteriorly at l4-5 and l5-s1; use of right morcellized iliac crest bone autograft, as well as rhbmp-2/acs, posterolaterally at l4-5 and l5-s1. (B)(6)-2007: the patient presented for follow up with some remnant symptoms radiating down the lower extremities but these are much less than what he had prior to the surgery. X-rays of the lumbar spine show excellent placement of the fusion hardware and beginnings of good bone consolidation. (B)(6)-2007: the patient presented with complaints of pain, both axial and left lower extremity. The patient underwent x-rays of the lumbar spine. Findings: excellent placement of the fusion hardware and good bone consolidation without evidence of new pathology. Assessment: three month status post two level lumbar fusion. (B)(6)-2007: the patient presented with myelogram and postmyelogram CT. They show no evidence of pathology to explain his continued symptoms. The hardware is in good position. There is no stenosis and no neural impingement. (B)(6)-2008: the patient presented with low back pain. (B)(6)-2008: the patient presented with a long history regarding a right hand infection. His wound was severely draining after he states he scratched it 2 weeks prior to office visit. The patient also mentions his back is worse since his back surgery. (B)(6)-2008: the patient presented wanting more pain medication. During the visit it was noted the patient goes through his 120 tablets of percocet very quickly and they refuse to prescribe him more narcotics.